Event description:
It was reported that a circuit breaker tripped and the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. The system operates as intended.